Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction of 'defib fault 76" was duplicated and attributed to a broken solder on the pace/defib engine board. The pace/defib engine board was replaced. The reported malfunction of "defib pad short message" was not replicated or confirmed. The device performed to specification. Customer contact indicated that they used one step complete pads to perform manual 30j test. They also stated that the pads worked fine with other devices. This confirms that the "defib pad short " message is a normal operation of the device. Failures of this nature are typically not submitted as there would be no potential for clinical impact. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76' and "defib pad short" messages. Complainant indicated that there was no patient involvement in the reported malfunction.